Event description:
Complainant alleged that while treating a pt in cardiac arrest (age & gender unk) the device failed to power on in battery power. When the device powered on via ac power, a "defib fault 72" message was displayed. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.